Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicated with the enterprise server. A technical support specialist checked and advised the customer to check the network port and firewall configuration. The customer replaced the cat5 cable which brought back communication at station but caused a 7-minute delay. Additionally, the tss team found that was missing on the station because a full synchronization was performed, and no backup was available for a reverse synchronization. The station had fewer transactions (4,800+) compared to the server (18,000+) and was operating on 100 mbps half duplex, which may have impacted performance. The later tss team verified electronic protected health information (epic) orders were communicating correctly after local it intervention, checked logs and confirmed no sync errors, disabled the firewall, reviewed knowledge article, "how to reverse sync a device in 1.7.x - 1.11.x" and attempted a reverse synchronization but found no backup database. A transaction locates confirmed discrepancies, and the retention period was verified as seven days with no critical notices. The team communicated and emailed the user to clarify missing transactions and followed up with the customer regarding missing transactions but got no reply. Then tss proceed to close the case after monitoring for 2 days and found no issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, icu2 had not communicated with the es server or cii safe. Prior to this, it had also experienced issues, which were temporarily resolved by rebooting the system. Additionally, health sight viewer did not indicate any communication issues. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.